Event description:
On 08-sep-2022, apifix was notified that patient#: (B)(6) will undergo a revision surgery to remove her implant on (B)(6) 2022. The reporter stated that at first the lower screw moved (migrated) and pulled out; and finally the rod broke. The reporter added that the patient's correction maintained at 30°.

Manufacturer narrative:
A review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. Patient#: (B)(6) index procedure was performed on (B)(6) 2020. A revision procedure was performed on (B)(6) 2021 (ref: (B)(4) due to implant breakage - end of way. On 08-sep-2022, apifix  was notified that patient#: (B)(6) will undergo a removal procedure on (B)(6) 2022. The reporter stated that at first the lower screw moved (migrated) and pulled out; and finally the rod broke. The reporter added that the patient's correction maintained at 30°. Reoperation events are a known risk that was assessed and recorded by the product risk management file. The risk of broken rod has been assessed and found to be acceptable the current implant breakage rate due to any reason is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report). The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. As part of apifix commitment to continuous improvement, CAPA#: (B)(4) was initiated to further investigate to prevent and minimize the rate of implant breakage. The company investigation indicated that implant breakage can result from trauma, practicing severe sports, development of hyper-kyphosis, inserting the pedicle screws in a wrong trajectory, not working according to the surgical technique, and most commonly from the implant reaching its end of the way. Breakages were evident in 3 main regions, the implant base, the main rod, and the rod's connection to the poly-axial joint. The most common point of failure was the implant rod in implants reaching their maximal elongation. Apifix is closing this complaint, but will continue to monitor this 'failure mode'; complaint trending will continue to monitor per post marketing surveillance procedure. If any further relevant information is identified, the complaint file will be reopened and a supplemental medwatch will be filed.